Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set had a malfunction or product deficiency that caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event is likely attributed to patient breach in aseptic technique as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) nurse reported to fresenius that this patient was hospitalized for abdominal pain on (B)(6) 2026. The nurse could not provide whether the patient had a pd culture obtained. However, the nurse stated that during hospitalization the patient was diagnosed and treated with antibiotic therapy (details unknown) for peritonitis. Additionally, the nurse stated the patient was switched to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2026, the patient was discharged from the hospital and continues hemodialysis modality on an outpatient basis. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique. Furthermore, the nurse stated the patient was switched to hemodialysis due to patient not able to s safely perform pd at home/not a good candidate for pd.